Event description:
It has been brought to manufacturer's attention that the lyric device was proactively removed after 42 wear days. Upon the removal the hcp noticed a medial bulge / growth in patient's ear and referred the patient to the ent for assessment.